Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient reported stomach cramps. Three days later, patient said it feels like they have a urinary tract infection (uti) as they were experiencing pain while voiding. As a result of what was reported, the patient was advised to contact their healthcare provider (hcp) for medical advice. On (B)(6) patient said they spoke with their hcp and thought they might have a uti. Patient said their hcp said they have a bladder infection and will have the leads pulled on (B)(6) 2018. Later on that day, patient said they have an acute bladder infection and not a uti. The next day, patient said their stomach hurt his morning due to the urgency with their bowels. No device issue was reported and no further patient complications have been reported as a result of this event.